Event description:
It was reported that this patient was hospitalized due to pacing pauses when it comes to the device. In the arrhythmia logbook right ventricular noise and oversensing was seen and an increase in pace impedance measurements. In the hospital room arm rotations and isometrics were performed and noise was seen on the right ventricular channel, but no continuous oversensing. A possible competitor lead fracture was alleged. The device was reprogrammed for the time being and further treatment will be discussed. No adverse patient effects were reported.